Event description:
Intended use: the vitek® 2 gram negative susceptibility card is intended for use with the vitek 2 systems in clinical laboratories as an in vitro test to determine the susceptibility of clinically significant aerobic gram-negative bacilli to antimicrobial agents when used as instructed in the product information manual. Issue description: a customer in france notified biomérieux of delayed results (duration greater than 24 hours) in association with the vitek 2 ast-n372 test kit (ref. (B)(4), batch number 0222524104, expiration date 24-oct-2024) for patient samples. It was reported that the customer complained about three labels from ast-n372 cards that became adhered to the optics rendering the loss of 71 tested cards. It is understood that the customer didn¿t notice any defects with the labels (misaligned label, not fully adhered) before placing cards on the instrument. This issue led to a delay greater than 24 hours in the reporting of the results for 71 test cards. Additional information has been requested by biomérieux global customer service to further investigate the case. At the time of the assessment, there is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation will be initiated.

Manufacturer narrative:
Context: ********* a customer in france notified biomérieux of delayed results (duration greater than 24 hours) in association with the product ast-n372 test kit 20 cards (ref. (B)(4), batch number 0222524104, expiration date 24-oct-2024) for patients samples. The customer reported that the barcode labels from 3 ast-n372 cards, lot 0222524104, were removed during processing in the vitek 2 instrument. The customer stated that barcodes from 3 cards became stuck to the optics, which prevented the reading of subsequent vitek 2 cards. The customer had to retest 100 patient cards. Investigation: *************** **batch history record and trend analysis** there is no CAPA nor non-conformance related to the customer¿s complaint recorded. A complaint history review was completed for this issue during the last 13 month timeframe with no implication of a trend. The most recent quarterly trend review did not identify this complaint as a systemic quality issue. **investigation results** the customer provided an image of three (3) labels folded in half on each other, with one (1) of the labels barcode number visible. The labels that were stuck together were likely a result of poor barcode label application on the card. This can be caused by the air cylinders that hold the label as it¿s being applied to the card getting clogged. After the poor application, the multiple labels were likely sticking together and then to another card before undergoing further processing. There was a downtime event on the manufacturing tool that performed the label application shortly after the barcodes found by the customer would have been processed, indicating an issue with label application that was then resolved. The resulting group of three (3) labels likely were stuck to a card and pouched with it before finally dislodging during processing on the customers vitek instrument. Conclusion: ************* the issue of labels stuck together is an isolated event that can occur, requiring a series of events to happen (sticking to the upstacker and then a card, being pouched with the card, not falling off into the pouch when the customer removed the card) to make it to the customer level. No further action required.